Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the instrument channel of the subject device tested positive for mesophilic aerobe bacteria (110 cfu / 20 ml) and the test result indicated no microbial growth for the air/water channel and the distal end. The test report concluded that the testing results meets the acceptance criteria (<100cfu/10ml) of the (B)(6) guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological culturing testing by the user facility, the sample collected from the subject device tested positive for pseudomonas, and the user concerned about defect on the instrument channel of the subject device. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.